Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 41 mg/dl at the time of the incident. The customer used food and was given intravenous fluids to treat. The customer experienced symptoms such as lethargy, hallucinations, and staggering. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as this was a past event. The customer was advised by a nurse to lower their basal rates. The customer was unaware of what happened at the time of the event, and may have been giving themselves insulin instead of not giving insulin. The insulin pump will not be returned for analysis.